Event description:
The customer reported a problem with the left monitor. The lead monitor display was leaking during fluoro and not fluoroing during abstraction. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monitor. The system operates as intended.